Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had clear plastic circle on the reservoir holder broken. The customer's blood glucose was 100 mg/dl at the time of incident. The customer reports that reservoir was not able to locked in place. The pump will not be returned for analysis.